Event description:
It was reported that during a laparoscopic sigmoid resection procedure, the cartridge fell out of the device into the pt. The device was not fired, and the cartridge was retrieved from the pt. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.